Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia45amt egia 45 artic med thick sulu (lot# n4d2392y) sig power sigadaptxl linear xl adapter (serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure involving the reload, the stapling was completed in zone 2 but there was difficulty retracting the knife blade after firing the stapler. The clamped was locked during retraction and would not open. It was also noted that there was breakage of the shaft at the articulation of the reload. Attempts to reopen the reload using various methods (neither to reboot/ disconnect-reconnection of the handle) were unsuccessful. The issue was resolved by resecting and re-stapling.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. A review of the system logs showed that while in the field, the user experienced difficulties during the firing and retraction of a reload. There were abnormalities in the firing data during the second press of the close key. It was also noted that the handle had an inaccurate internal clock. It was reported that the knife blade was difficult to retract and the instrument locked on tissue. The reported issues were confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition of an inaccurate internal clock. The most likely cause was determined to be manufacturing related. An inaccurate internal clock has no effect on device functionality and has no impact on patient safety. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.